Manufacturer narrative:
The initial report did not have the correct event type documented, the correct event type, serious injury, is provided in this follow-up report

Event description:
Implant failed due to dropped from the implant driver. The initial report did not have the correct event type documented, the correct event type, serious injury, is provided in this follow-up report

Event description:
Implant failed due to dropped from the implant driver.